Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The followings were confirmed by the evaluation of the subject device. -the ultrasonic transducer surface partially peeled off. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is a possibility that peeling of the ultrasonic transducer surface occurred by external stress such as hitting or rubbing. Therefore, omsc guessed that reported phenomenon occurred by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the ultrasonic transducer surface of the subject device partially peeled off. There was no report of patient injury associated with this event.